Manufacturer narrative:
(B)(4). A physio-control clinical specialist examined the downloaded electronic patient record and determined that the device use may have contributed to the patient's outcome based on the patient requiring defibrillation and that the delay in providing the defibrillation was greater than 30 seconds. Physio-control examined the customer's device and verified the reported issue. Physio observed that the device would not automatically switch from battery 2 to battery 1. While testing, physio put a fully charged battery into well 1 and a low battery into well 2. When the device was powered on and the charge button was pressed, the device lost power. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. The patient, a (B)(6) old male, had complained of chest pains and difficulty breathing. He was in the process of being taken to the hospital when he collapsed and emergency crews were summoned. The patient was down for approximately 8 minutes before paramedics arrived. Although the event was witnessed, it is unknown whether or not CPR was administered by the witness prior to the paramedics arrival. Once on scene the paramedics hooked up their device to the patient for monitoring. While en route to the hospital the patient's condition deteriorated to ventricular fibrillation (vf) and he required defibrillation. During this time, the battery in well 1 showed a full charge and the battery in well 2 was low. The paramedics pressed the charge button on the device and the device began to charge; however, the unit shut down by itself prior to reaching a full charge. Per the electronic patient event record downloaded from the device, the power off issue occurred four (4) times during the event. As a result of the reported issue, defibrillation was not possible. The patient was then transferred to the hospital emergency room where he was defibrillated using a different device. The patient did not survive the event.

Manufacturer narrative:
The returned power pcb assembly was evaluated by the failure analysis center. There were observations of what appeared to be wear marks on the surfaces of the connector pins of pcb mounted jack connector, designator j11. The investigation of the reported device failure concluded that the likely cause of the reported issue was due to fretting corrosion of the power pcb connector pins of the j11 connector which caused an excessive voltage drop during defibrillator charging which then caused the device to switch to the depleted battery in battery well #2 (which was too low to sustain power to the device).